Event description:
It was reported that when the external pulse generator (epg) was checked by the hospital staff, it was not operating normally. The epg was sent for repair. There was no patient involvement indicated.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis found no anomaly. Correction: further review prompted a change in the device analysis results.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found no anomaly.